Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a thr surgery, a mi z handle acet reamer snapped on the distal end closest to the power connector. Incident happened while instrument was inside patient. Surgery was completed, after a delay of less or equal than 30 minutes, with a sn back-up device. No harm to the patient or any further complications reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned mi z handle acet reamer confirms the inner piece fractured into two piece. Both of these pieces were returned. The rest of the piece of the device were not returned. This device shows signs of significant wear/usage. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed